Manufacturer narrative:
Section b5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No inaccuracy was observed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, version: 1.0.3 h3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that that the patient lost neuro monitoring on right lower side after screw placement. While using a competitors screw system for a scoliosis case, after placing screws in t12-t12 right, and t10 left the patient lost all neuromonitoring on the lower right hand side. The procedure was abandoned and the screws were removed. The site opened the patient, they used a revision set for reference array into two tulips of already placed screws in l1 and l2. The imaging system was used for a spin to take an image and then was transferred to the navigation system. The health care professional's (hcp) workflow was per screw starting at t12 right was passive planar to check level. Align on bone and trajectory 1 and 2 at correct level. 30mm projection set on the instrument as this was the length of the drill. Then drill the hole. Passive planar was placed inside the newly created hole to check that the trajectories were correct. Then a feeler was used to check that there was no breach and that the track created with the instrument was inside the bone. Non-navigated screws were placed following the instrument track. 3 screws were placed on the right, before 1 was placed on the left in the following order: t12r (5x35) t11r (5x35) t10r (5x30) t10l (6x30). As the t10l screw was placed, neuromonitoring showed complete loss of the lower right side limbs and partial loss of left side lower limbs. The procedure was abandoned and screws were taken out. Removing the screws caused the left side to come back but the right was still absent. Later test showed that right side eventually came back. The hcp commented that they don't believe the navigation was inaccurate or the screw placement caused the loss of neuromonitoring on the lower right side. They also commented that they tried the procedure surgery with the same patient a couple of years previous and that the same issue occurred without the use of navigation. There was less than an hour delay to the case.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. Multiple set of logs were available while only one of them included the incident reported date ((B)(6) 2024). Two application sessions were available. Surgeon found to perform navigation in the second session. Instruments as indicated in the case description and in the salesforce attachments were found to be used. Neither inaccuracy nor any other issue related to software was reported in the case. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: the following statement should have been included in the most recent supplemental regulatory report for this event (1723170-2024-01073). "Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, version: 2.1.0". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.